Event description:
While the surgeon was using the hf resection loop in a urology procedure, the loop appeared to break or melt. This occurred twice with two loops from the same lot number. A third loop was utilized without further incident.